Event description:
It was reported by the rn who called the clinical support specialist (css) hotline looking for assistance on the fiber optic arterial pressure (ap) waveform on the intra-aortic balloon (iab). The pump is pumping without interruption or alarms and achieving the goals of therapy. The rn is unsure when the fiber optic source was lost or if it was ever functioning. The fiber optic sensor (fos) icon is black, ll re pl status codes were noted. The css had the rn disconnect and reconnect the fiber optic slide with no change in status, no audible tones heard when connecting. The tip does not appear to be recessed. As a result, the central lumen transducer was used for ap source. There was no report of delay in therapy. There was no report of patient complications, serious injury or death. The preliminary assessment of the device revealed dry blood on the bladder and helium pathway therefore reportability was reassessed and this complaint was deemed reportable. There was no report of patient injury or consequence. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab fos would not zero is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. Additionally upon return, dried blood was noted within the helium pathway and a puncture consistent with damage from the broken fiber was confirmed. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn who called the clinical support specialist (css) hotline looking for assistance on the fiber optic arterial pressure (ap) waveform on the intra-aortic balloon (iab). The pump is pumping without interruption or alarms and achieving the goals of therapy. The rn is unsure when the fiber optic source was lost or if it was ever functioning. The fiber optic sensor (fos) icon is black, ll re pl status codes were noted. The css had the rn disconnect and reconnect the fiber optic slide with no change in status, no audible tones heard when connecting. The tip does not appear to be recessed. As a result, the central lumen transducer was used for ap source. There was no report of delay in therapy. There was no report of patient complications, serious injury or death. The preliminary assessment of the device revealed dry blood on the bladder and helium pathway therefore reportability was reassessed and this complaint was deemed reportable. There was no report of patient injury or consequence. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.